Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed some atrial far field with a one-on-one atrial originated rhythm. The device delivered inappropriate anti-tachycardia pacing and electric shocks. After the electric shocks the arrhythmia ended. Programming options were discussed for the ICD that remains in service. No additional adverse patient effects were reported.